Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced physical pain, recurring incontinence, severe abdominal and vaginal pain, and multiple corrective procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).